Event description:
On 12/29/2022, it was reported by an arthrex employee via sems that an ar-1204af-80 flipcutter ii, 8 mm had an issue. When activating to drill mode and drilling in retrograde mode on (B)(6) 2022, the internal part of the flipcutter came out completely, in order to extract it they had to use a kelly forceps to deactivate and remove it. The device was discarded, but a picture was provided. This was discovered during use with no case/patient involvement. Additional information has been requested. On 2/1/2023, the following information was provided by the arthrex employee via email: this event occurred during a knee arthroscopy procedure. A piece of the instrument broke inside the patient and all fragments were retrieved. There was no information available on the bone quality of the patient, how the case was completed, and if the patient was fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.